Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displaying a user advisory (ua) 16 (timeout moving to take-up position) error message was confirmed during functional testing and archive data review; the root cause was due to a seized brake gap. Evaluation of the platform revealed damaged front and bottom enclosures during visual inspection and are unrelated to the reported complaint. Damaged parts will be replaced and the device will be further tested to full specification. The platform was powered on and displayed a ua 16 error message. The archive data confirmed the report of a ua 16 error message that occurred on (B)(6) 2017. The ua 16 error message was cleared after the brake gap was unseized. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn (B)(4). Upon customer approval, the components will be replaced and the device will be further tested to full specification.

Event description:
As reported, during shift check the autopulse platform displayed ua16 (timeout moving to take-up position) error message. No patient involvement was reported.